Event description:
It was reported that the patient had been seen by emt's (emergency medical trainer) with hypoglycemia. The patient's blood glucose levels reached less than 70 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with intranasal glucagon. The patient blood glucose was able to be stabilized and did he not need to go to the hospital. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.